Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of five of peritoneal dialysis therapy. It was determined that the patient¿s largest prescribed fill volume was 2000ml and the drain volume was 4100ml. The patient disconnected and performed a manual drain before completing therapy. The nurse stated they would assist the patient if manual therapy was needed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was not returned; therefore, the device could not be evaluated. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem of increased intra-peritoneal volume (iipv). During the investigation, the nurse stated that the iipv was caused by the patient turning off initial drain and proceeding to fill. However, because the device was not returned, the event logs could not be reviewed and the reported problem could not be verified. Therefore, the cause of the problem remains undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.